Event description:
The customer stated that he was hospitalized due to hypoglycemia. The reported blood glucose reading was 26 mg/dl. The customer stated that he was exhausted and took some insulin without eating breakfast. Troubleshooting was performed and found that the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.